Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The fse cleaned valves and replaced syringe pump for mc (modular chemistry) reagent, part number a37722, to resolve the issue. Beckman coulter internal identifier is (B)(4). Patient demographic information was not provided. Patient data was not provided.

Event description:
The customer reported erroneous crem (modular creatinine) patient results generated on the unicel dxc 800 pro synchron system. The erroneous results were not reported outside of the lab. There was no change in patient treatment in association with this event. Quality control was within the laboratory¿s established ranges prior to the event.